Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one ta30-v3s stapler opened by the account. The instrument was received loaded with a 2.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: during the procedure, when the device was tightened on the right hepatic vein, it jammed. The physician thought the device stapled, and cut the tissue, but the stapling did not occur and bleeding was noticed. The suture was completed with prolene suture. Additional information was requested from the account, but has not yet been received.